Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy, and has backup insulin injection if needed. Customer¿s blood glucose (bg) level was 512 mg/dl. Elevated blood glucose levels were addressed by manual insulin injection.